Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted despite the device testing within normal limits.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced in the small tubing. This believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The scanning electron microscopy analysis of the electrode pocket revealed no corrosion. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced in the small tubing. This believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The original date of awareness has been corrected to (B)(6) 2023. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.